Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the needles were missing in the package. There was no patient involved.

Event description:
It was reported that prior to use, the needles were missing in the package. Another suture was used to resolve the issue. There was no patient involved.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that visual inspection of the returned product noted one suture and one needle. One needle was not returned. The length of the suture was measured to be 30 inches. The measurement was taken with an aluminum rule, calibrated asset nh02505. One end of the suture was crushed. Two marks were noted upon inspection of the retainer foam, indicating the presence of a second needle. Functional testing on the opened complaint device was precluded as the suture was returned open. It was reported that the needles were missing in the package. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of needle detachment. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.